Manufacturer narrative:
The information regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2011, the aiming beam fired straight out of the fiber at 337,156 joules. No patient injury was reported.